Event description:
A nurse reported a dull knife was experienced during a procedure. The surgeon encountered resistance while trying to make an incision. The surgeon immediately rec'd and utilized a different knife to continue the procedure. There was no pt injury reported.

Manufacturer narrative:
The reported knife was sent in for in-house testing. The returned sample was visually and functionally inspected. It was found that the tip of the blade is damaged or rather bent. Apart from the bent tip, the product meets the specification. The blades are sharp. The device history record for the reported lot was reviewed. No nonconformances were found and it is recorded that the sample passed a 100% final inspection. When the sample was rec'd, it lay loosely in the blister and the protection sheath was pushed back. Thus, it was not protected during shipping. Since the sample was not correctly packaged, we are not able to define whether the bent tip is the damage the customer complains about or whether it occurred during shipping to the manufacturer. The damage which is now present is consistent with damage that occurs when the product has not been handled with care or has been damaged during transport. Any manufacturing or design related damage could not be found. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).